Event description:
1. Based on compatibility studies conducted by mcgaw on the competitor IV admin sets, the "cutter" brand IV sets are not recommended for use with the excel container. While mcgaw sets are recommended, excel has been tested and found compatible with non-vented sets mfg by abbot, baxter, imed, ivac, and quest. Spike adapters are available for both vented and non-vented sets which are incompatible. 2. Co's recommendation to the user is to use the appropriate spike adapter or IV set which is known to be compatible with co's excel container. Based on compatibility studies conducted by mcgaw on the competitor IV admin sets, the "cutter" brand IV sets are not recommended for use with excel products. It is not known if the set being used is vented or non-vented, however please note the excel container is a closed system and does not depend on the entry of external air during admin. Therefore, vented sets are not suggested for normal use.